Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 476 mg/dl. The customer¿s spouse administered a bolus via the pump to address the elevated bg. Reportedly, the customer was disconnecting at the t:lock. Tandem technical support educated the customer that disconnecting at the t:lock is off label per the tandem user guide. Customer¿s bg had decreased to 91 mg/dl at time of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. H3 other text : device not returned.